Event description:
It was reported that it was unable to withdraw full balloon volume (10ml) from foley catheter. Removed about 8ml but then unable to remove more and unable to remove catheter. Patient then accidentally pulled catheter out. Upon removal, catheter balloon still slightly inflated and still unable to withdraw remaining volume from balloon. Patient experienced pain and delay to treatment/therapy. No medical intervention was reported. Per customer information received via mail on 12aug2025, it was stated that trouble shooting was done and the patient ultimately removed the foley.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it state: precautions: do not use device if package is opened or damaged. Do not aspirate urine through drainage funnel wall. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Removal: gently insert a luer slip tip syringe into the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe. A. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation, if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If balloon does not deflate, contact trained professional for assistance, as directed by hospital protocol. After balloon is fully deflated, remove catheter, and dispose of in accordance with hospital policy. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was unable to withdraw full balloon volume (10ml) from foley catheter. Removed about 8ml but then unable to remove more and unable to remove catheter. Patient then accidentally pulled catheter out. Upon removal, catheter balloon still slightly inflated and still unable to withdraw remaining volume from balloon. Patient experienced pain and delay to treatment/therapy. No medical intervention was reported.